Event description:
Catheter cap leaked when physician placed it on catheter during insertion procedure. Physician reports cap had a hole in it. Another cap was placed on catheter. Pt had no complications from this incident.